Event description:
Terumo cardio vascular systems (tcvs) informed (B)(4) industries on (B)(6) 2009. During a cardio pulmonary bypass procedure, the blender had shut-off. They think the pt was without oxygen some time.

Manufacturer narrative:
Investigation performed by (B)(6). The complaint was not verified as reported by customer. The mixer ran to manufacturer specifications. Bio-med stated that the blender had sut off during the procedure. They think the pt went without oxygen for quite some time. Bio-med sent copies of his test readouts along with the blender, which showed the blender was in spec. Case diligence: on 10/19/09 contacted customer - per (B)(6) the biomed, the surgery was completed successfully and the product malfunction did not cause or contribute to any injury or death. No blood loss, but as soon as they noticed the color of blood, they changed out the product. Complaint evaluation/investigation. (B)(6) service technician tested and ran functional tests on the unit, but could not duplicate any issues. The alarm triggered and the unit ran according to the manufacturers specifications. Request of test data results and pt outcome has been requested. Will send follow-up of with this info when received.